Event description:
The patient's valve was excised and subannular pledgeted mattress sutures were utilized. A leaflet "fell into the ventricle" while opening a leaflet with an applicator. No cracks were observed in the dislodged leaflet. A 23mm sjm valve was then implanted. The patient was discharged 15 days postoperatively.